Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. A review of the device labeling was found to contain instructions regarding proper device installation. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to address a closure top that migrated post-operatively about one month after being installed. The closure top was removed and replaced with an alternative closure top. There were no further patient impacts reported.